Event description:
It was reported that during a followup, high pacing impedance and high threshold were observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead was returned for analysis. Rv conductors were fractured at 11.0cm from the connector pin next to the bifurcation boot, consistent with fatigue. Electrical analysis identified an open rv cable circuit.